Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition with greater than two seconds of asystole. The patient was pacemaker dependent and experienced unspecified symptoms. Boston scientific technical services (ts) reviewed the stored episodes and discussed potential causes with a health care professional (hcp). The hcp adjusted rv sensitivity and monitoring will be continued. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).